Event description:
A patient was admitted for stenting of a long lesion in the superior mesenteric artery (sma). A 6.0 x 24mm and a 7.0 x 15mm genesis stent (both on aviator balloon delivery system) were deployed without difficulty. However, following both stent deployments, the physician complained that the balloons were "sticking" to the stent and were difficult to remove. The balloon was completely deflated, with negative aspiration locked on the manometer. The physician applied increased force along with "jiggling" to remove the balloon from the stent. There were no adverse events. Concomitant products: a 190cm sparta core wire, 6fr brite tip sheath and various sized savvy pta balloons. Per the reporter, the devices are stored in the procedure which has a temperature of 68-70 degrees fahrenheit; the humidity has been turned off. The contrast media used is visipaque 320 mixed 70% diluted with saline 30%. Neither of the devices were inflated above rated burst.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 9610978-2009-00202.